Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, e/a alarm or rewind anomaly noted during testing. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had scratches on the screen, the screen had malfunctions as it stopped in the middle of the rewind; and was slower to rewind couple of time. The insulin pump also had unexplained random no delivery alarm and the screen displayed some weird numbers a couple of times. The customer had tried changing the new batteries to resolve the issue. However, they do not remember if a or e error code was displayed. It was reported that the screen had locked up and had become unresponsive with the error code. The device will not be returned for analysis.